Event description:
According to user facility, the listed device was found to be damaged at the shaft near the 15mm connector after an unk time in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.